Event description:
It was reported that, during an unspecified procedure, the 2.0/2.7mm double-ended drill guide cold welded to drill guide and then ripped off the soft tissue part of drill guide. Procedure finished with s&n backup device. Surgical delay of less than or equal to 30 minutes.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. It was reported, the 2.0/2.7mm double-ended drill guide cold welded to drill guide and then ripped off some of the patient¿s soft tissue. However, without the requested relevant clinical information, operative report, photos or the device the root cause of the reported issue cannot be determined. Based on the information provided, the procedure was completed with s&n backup device with a surgical delay of less than or equal to 30 minutes. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.